Event description:
Major pump unit(s) involved: blood pump. Other component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump. Additional text: infection of pump. Specific component(s) involved: other component malfunction, specify. Other component: unknown. Causative or contributing factor: no specific contributing cause identify. Intervention(s): other interventions, specify. Other intervention : lvad exchange. Implant device type: lvad.